Manufacturer narrative:
The customer reported that one pouch was sliced, compromising the product's sterility. The product was not required to be returned as the customer's photos provided enough information to conduct the investigation. Based on the information available, the source of this defect cannot be verified, but may have occurred during shipping and handling after leaving riverpoint. However, quality alert (B)(4) was issued to ensure adherence to finished goods visual inspection practices. The DHR and post-production records were reviewed and there were no issues noted with the lot during production. There was no evidence that the device failed to meet specifications, and the report could not be substantiated. The report could not be substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employeees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.

Event description:
According to the reporter, "we were about to open this product on the sterile field and noticed a slit in the sterile packaging. This was not the one actually used on this case (same lot# though). Please replace with another unit. Will send to my office."